Manufacturer narrative:
Continuation of medical devices: 5054-58 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the postoperative device check showed no ventricular pacing, then ventricular pacing was detected in aai mode. Atrial sensing was observed on the ventricular channel and ventricular sensing was observed on the atrial channel. It was determined that the right atrial (ra) lead and right ventricular (rv) lead were switched in the header. The lead sensitivity, output and refractory period were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.